Manufacturer narrative:
Follow-up information received on 08-nov-2016 from consumer via letter (in which she holds company liable for the damage caused): consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. The case is a potential legal case. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/cramps. The xenobiotic material has been removed. This case became legal. This event is serious due to reported disability (problems with movements were mentioned but not specified) and anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. As she had movement problems (seen as disability) and device removal was required, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow up information received on 29-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/cramps. This event is serious due to reported disability (problems with movements were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since she had movement problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2013 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was placed. Essure placement was painful and there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. In a period of a month the consumer experienced increase or heavy blood loss during menstruation. In unspecified dates she experienced pain in abdomen / cramps, and pain in head. Problems with movements were mentioned. She contacted a doctor and internal ultrasound scan was performed (no result provided). Mirena iud was inserted as treatment and the outcome was reported as not recovered . Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/cramps. This event is serious due to reported disability (problems with movements were mentioned but not specified) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since she had movement problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4) ) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen / cramps') in a 35-year-old female patient who had essure (batch no. 50643855 / 12506872) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful placement") and complication of device insertion ("complication during insertion"), 1 day after insertion of essure. In 2015, the patient experienced menorrhagia ("increase or heavy blood loss during menstruation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required) and headache ("pain in head"). The patient was treated with levonorgestrel (mirena) and surgery. Essure was removed. At the time of the report, the abdominal pain, menorrhagia and headache had not resolved and the procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, headache, menorrhagia and procedural pain to be related to essure. The reporter commented: there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. Consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 803 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date updated; lot number received. This spontaneous case report refers to a 35-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/cramps. The xenobiotic material has been removed. This case became legal. This event is serious due to reported disability (problems with movements were mentioned but not specified) and anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. As she had movement problems (seen as disability) and device removal was required, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen / cramps') in a 35-year-old female patient who had essure (batch no. 50643855 / 12506872) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced procedural pain ("painful placement") and complication of device insertion ("complication during insertion"), 1 day after insertion of essure. In 2015, the patient experienced menorrhagia ("increase or heavy blood loss during menstruation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required) and headache ("pain in head"). The patient was treated with levonorgestrel (mirena) and surgery. Essure was removed. At the time of the report, the abdominal pain, menorrhagia and headache had not resolved and the procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, headache, menorrhagia and procedural pain to be related to essure. The reporter commented: there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. Consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2021: reporter and patient information were updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen / cramps') in a 35-year-old female patient who had essure (batch no. 50643855 / 12506872) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful placement") and complication of device insertion ("complication during insertion"), 1 day after insertion of essure. In 2015, the patient experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required) and headache ("pain in head"). The patient was treated with levonorgestrel (mirena) and surgery. Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding and headache had not resolved and the procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, headache, heavy menstrual bleeding and procedural pain to be related to essure. The reporter commented: there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. Consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 12506872 manufacturing date: 2011-10 expiration date: 2014-09 lot number: 50643855 manufacturing date: 2012-01 expiration date: 2015-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen / cramps / pain') in a 35-year-old female patient who had essure (batch no. 50643855 / 12506872) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful placement") and complication of device insertion ("complication during insertion"), 1 day after insertion of essure. In 2015, the patient experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), headache ("pain in head"), genital haemorrhage ("abnormal bleeding"), amnesia ("memory loss"), menstrual disorder ("changes in menstrual cycle"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding and headache had not resolved and the procedural pain, complication of device insertion, genital haemorrhage, amnesia, menstrual disorder, hypersensitivity, bladder disorder, dyspareunia, mental disorder, feeling abnormal, tooth disorder, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, complication of device insertion, dyspareunia, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, procedural pain and tooth disorder to be related to essure. The reporter commented: there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. Consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 12506872, manufacturing date: 2011-10, and expiration date: 2014-09. Lot number: 50643855, manufacturing date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: the follow information were include genital bleeding, menstrual cycle abnormal, allergic reaction nos, bladder disorder, psychological disorder nos, bladder disorder, dyspareunia, foggy felling in head, memory loss, tooth disorder, hair loss, hormonal imbalance, pain added to as reported event in abdominal pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 27-jan-2022. This spontaneous case was reported by a consumer and subsequently by lawyer and describes the occurrence of abdominal pain ('pain in abdomen / cramps / pain') in a 35-year-old female patient who had essure (batch no. 50643855 / 12506872) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("painful placement") and complication of device insertion ("complication during insertion"), 1 day after insertion of essure. In 2015, the patient experienced heavy menstrual bleeding ("increase or heavy blood loss during menstruation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), headache ("pain in head"), genital haemorrhage ("abnormal bleeding"), amnesia ("memory loss"), menstrual disorder ("changes in menstrual cycle"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), dyspareunia ("dyspareunia"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding and headache had not resolved and the procedural pain, complication of device insertion, genital haemorrhage, amnesia, menstrual disorder, hypersensitivity, bladder disorder, dyspareunia, mental disorder, feeling abnormal, tooth disorder, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, bladder disorder, complication of device insertion, dyspareunia, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, procedural pain and tooth disorder to be related to essure. The reporter commented: there was a complication during insertion - the monitor broke down so the doctor was unable to follow the treatment on the monitor and kept not quite hitting the right spot which prolonged the operation. Consumer reported that, in 2013 (discrepant information) she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 12506872, manufacturing date: 2011-10, and expiration date: 2014-09. Lot number: 50643855, manufacturing date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: upon internal review the narrative was re-generated, the information that this case was initially received via regulatory authority was added to narrative. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
On (B)(6) 2016: no follow-up information was received. This case is closed. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen/cramps. The xenobiotic material has been removed. This case became legal. This event is serious due to reported disability (problems with movements were mentioned but not specified) and anticipated in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. As she had movement problems (seen as disability) and device removal was required, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.